Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call sensor cannula or introducer needle fractured while in the body. Customer¿s blood glucose was 161 mg/dl at the time of incident. Customer is not reporting that the sensor will not be returned for analysis.